Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was outside of the cap of a minicap prep kit. This event occurred before use just after the package was opened. There was no patient injury or medical intervention associated with this event. No additional information is available.